Manufacturer narrative:
No conclusion code available; the reported field event was confirmed in the laboratory. Inaccurate cell impedance measurements were caused by code corruption that led to un-calibrated measured data. The device reverted to backup mode due to the unsuccessful firmware download performed in the field. Product code was re-loaded during analysis and the device was programmed to nominal settings. The device was tested on the bench and no anomalies were found. Based on all available parameter and usage information, device longevity was found to be within expected limits. Device telemetry was normal and the incorrect cell impedance measurements could not be reproduced during testing.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, reduced battery voltage and impedance were noted. When the device was interrogated, eri was triggered. When an attempt was made to update the firmware of the device, it was unable to be interrogated. The device was explanted and replaced and the patient was stable.